Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was fully intact and all the keys were fully responsive to user presses. The keypad cover was removed and there was no contamination found under the key contacts. There were no button contact defects observed. The pump cover was removed and there was no evidence of internal moisture. The keypad latch was found to be fully closed and there was no damage found to the keypad flex.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.